Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Minor device memory issue causing invalid data for some arrhythmia episodes and some cardiac compass data missing/invalid for specific dates over 14 month trend.

Event description:
It was reported that the pacemaker was interrogated and there was episodes recorded showing ¿???invalid data received for episode¿. The observation window presented ¿cardiac compass has invalid data.¿ it was noted the patient reported attempting to sabotage the device by hitting chest with fists or bumping the wall. The physician deemed that the patient expressed signs of distress and anxiety. The implant site has been examined and the pocket remained intact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.